Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he lost consciousness due to a blood glucose level of 20 mg/dl. Customer stated that paramedics were called, and the customer was treated with intravenous fluids and glucose. The customer was wearing the insulin pump at the time of the incident. Low blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.